Event description:
Spontaneous call from patient to report her pump broke last night and was not able to infuse her dose last night. She usually infuses every sunday. Since she did not infuse last sunday, she tried to do it last night. Her dose is in the syringe and wanted to know if she can finish her infusion now. Per manufacturer guideline she will be able to dose that she withdrew last night. Sent another pump for infusion on 12/13/2019. Patient did not miss a dose and did not report any side effects. Lot number unknown. Reported to (B)(6) by: patient/caregiver.